Manufacturer narrative:
Section h3: additional information section h4: correction manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 1.5¿ from the pump housing. A distal portion of the dl was returned measuring approximately 6.5¿. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially and the distal half was returned attached to the inlet elbow. The proximal side of the flex section was returned attached to the inlet tube. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned attach to the outlet elbow. The sealed outflow graft bend relief was returned detached from the sealed outflow graft attachment. The bend relief collar was returned detached from the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6), a red/pink, tissue-like deposition was observed adjacent to the outlet bearing ball in the proximal-side of the outlet stator. The lack of concentric layering indicated that this deposition did not initially form in the outlet stator and likely formed elsewhere. Although the origin of this deposition could not be determined, its areas of denaturation as well as the red contact marks on the tapered, distal-end of the rotor suggest that it was present while (B)(6) was supporting the patient. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, if this deposition was present in the pump during operation, it could have caused increased resistance on the rotor, resulting in the elevations in pump power captured in the submitted log files. In addition, it could have contributed to the report of elevated ldh. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas ifuand the heartmate ii patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the hmii IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had high lactate dehydrogenase (ldh) and high pump power. There was suspicion of pump thrombosis. Labs were sent and the patient was admitted. During analysis of the log file on (B)(6) 2020, elevated power and flow were observed. During analysis of the log file on (B)(6) 2020, 3 transient power elevations above 10 watts were observed but did not appear sustained and power returned to normal parameters. There were no changes to patient anticoagulation that could have contributed to the event and inr was therapeutic on (B)(6) 2020. The patient has been admitted for elevated pump power before but all the previous times the patient had elevated pump power, ldh never increased. For this event, ldh went from 200 u/l to more than 700 u/l and later during admission was greater than 1300-1700 u/l. An echocardiogram was performed on (B)(6) 2020 and the patient had a negative ramp study. The site was monitoring the patient's elevating creatinine, brain natriuretic peptide (bnp), hematuria, and ldh greater than 1300 u/l. The patient underwent a pump exchange on (B)(6) 2020. No further information was provided.